Event description:
The event is reported as: alleged issue: robotic prostatectomy was performed during use on a pt. The clip applier was caught on vessel and would not release in surgery. The applier was stuck on a vessel and surgeon pulled on trigger to try to release the applier. Surgeon was able to shake the applier off without causing harm to the pt. Once removed from the pt, surgical tech was able to unjam the applier. No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.